Manufacturer narrative:
(B)(4).

Event description:
The patient's system was explanted due to infection. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported the symptoms the patient experienced were redness around the original pump with a fever. A culture was obtained which revealed (B)(6). The location of the infection was the pump pocket. It was reported the patient was reimplanted, recovered, and was receiving effective therapy. The drug being administered via the device system was unknown to the reporter.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 85 90-1, lot# n096700, implanted: (B)(6) 2007, product type: accessory. (B)(4).